Event description:
The infusion tubing was utilized and setup incorrectly which caused 24 hours of medication to free flow to the patient in approximately 10 minutes. The nurse was not experienced with syringe pumps, and utilized the vented syringe adapter secondary set as the primary tubing setup in the syringe pump. This tubing is not intended for use with a syringe pump, as it is labeled to be utilized with large volume infusion pumps. However, it easily connects to the syringe pump and will cause a free flow if the vent is open on the tubing. In this case, the vent was not intentionally opened, but "popped" open during the set up. The vent opens fairly easily. We notified the manufacturer of this incident, and also ruled out any pump programming errors. The manufacturer stated they have not been previously notified that someone could perceive the tubing be utilized in that way. The manufacturer is looking into the situation.